Event description:
It was reported that during a laparoscopic colon/sigma procedure, the surgeon placed the device with articulated branches over the sigma and the tip of the branches could be seen on the other side (so that all tissue which was necessary was placed within the 60mm of the branch). The surgeon waited even more than fifteen seconds, then fired but after firing was still tissue left and it looked as if the last two staples were not closed accurately. It held, but it seemed not very stable. So he fired once more. The surgeon made a leak proof test. It was ok.

Manufacturer narrative:
(B)(4). The analysis found that one device was returned in good visual condition and with one ecr60w cartridge reload present. The cartridge reload was received fully fired. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? No. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? 1st. If echelon, during which stroke did the event occur? Last. What color cartridge was being used? Blue. What other color cartridges were used before and after this event? No other. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Everything was afterwards like usual. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? No.